Event description:
When the sheath was inserted during a pci via radial artery, it began to leak blood and taking in air. The sheath was immediately removed due to the likely risk to the pt. A second sheath was used to proceed with the procedure. The blood seemed to be leaking from the valve of the sheath appeared frothy. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Manufacturer narrative:
During investigation, a review of functional testing, complaint history, manufacturing instructions, quality control, and visual inspection was conducted. The introducer sheath was returned in a used and damaged condition as the valve cannot maintain hemostasis. The information provided stated: "when the sheath was inserted during a pci via radial artery procedure, some leaking ensured; which was covered by gauze. The operator proceeded to draw back the needle; resulting in a frothy mixture of air and blood being drawn back into the sheath. The sheath was immediately removed due to the likely risk to the pt. A second sheath was used to proceed with the procedure." No ill effect to the pt was reported thus resulting in minor harm due to the extended procedure caused by device replacement. Per quality control instructions, there is a verification of the proper fit of the disc with corresponding cap. Furthermore, the check-flo valves are 100% air leak tested. There is also a confirmation of the security of fittings as well as confirming the discs are clean, free of debris and correctly positioned in cap. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
When the sheath was inserted during a pci via radial artery, it began to leak blood and taking in air. The sheath was immediately removed due to the likely risk to the pt. A second sheath was used to proceed with the procedure. The blood seen to be leaking from the valve of the sheath appeared frothy. The pt did not require any additional procedures due to this occurence. According to the initial reporter, the pt did not experience any adverse effects due to this occurence.